Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 38 mm x 2.5 mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending and ramus arteries. After a non-bsc guide wire crossed the lesion, a 1.20 mm x 15 mm emerge¿ push balloon catheter was advanced for pre-dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient and pre-dilatation was performed with another 1.20 mm x 15 mm emerge¿ push balloon catheter. A 2.25 x 38 mm synergy stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 38mm x 2.5mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending and ramus arteries. After a non-bsc guide wire crossed the lesion, a 1.20mm x 15mm emerge¿ push balloon catheter was advanced for pre-dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient and pre-dilatation was performed with another 1.20mm x 15mm emerge¿ push balloon catheter. A 2.25 x 38mm synergy stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.